Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-03498, 1627487-2022-03499. It was reported that patient was not charging the ipg and is experiencing ineffective stimulation. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that patient underwent surgical intervention in which their system was explanted.